Event description:
It was reported that the physician made a comment that the 3.0 x 12 rx trek balloons and the 3.0 x 15 trek balloons slip during inflation. There were no adverse patient effects or clinically significant delays in any of the procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 12 trek dilatation catheter referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.